Manufacturer narrative:
The results of the investigation will be provided in a follow-up MDR. Ce (B)(4) initial.

Event description:
During a routine evaluation, a syncardia technician reported that the freedom driver ran on the secondary motor and exhibited a fault alarm.

Manufacturer narrative:
During investigation testing, the customer-reported issue was confirmed and reproduced. The root cause of the fault alarms was determined to be a malfunction of the primary motor. The results of the investigation revealed that the primary motor gear box operated under high heat conditions. This condition may have led to the degradation of the lubricant which in turn increased the resistance of the rotation of the gear set and ultimately rendered the primary motor inoperable. This issue will be monitored and trended as part of the customer experience process. Syncardia has completed its investigation and is closing this file. (B)(4) follow-up report 1.